Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been experiencing acoustic fluctuations of sound.

Manufacturer narrative:
Conclusion: based on the received information, it seems the reported impedance fluctuations are possibly related to the onset of a fatigue wire breakage of the active electrode. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation surgery has not been fixed yet.

Event description:
The patient experienced acoustic fluctuations since (B)(6) 2015. The fluctuations initially happened only with turning of the head or bending forward.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient experienced acoustic fluctuations since (B)(6) 2015. The fluctuations initially happened only with turning of the head or bending forward. The patient was re-implanted on (B)(6) 2016.